Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the customer stated that this same reported event occurred a total of three times in the past four months. The procedures were laparoscopic appendectomies. The surgeon was expecting device to cut after firing but an ats45nk was given to the surgeon in error. The surgeon thought the device misfired and this caused confusion to or staff. After realizing what had happened, an ats45 was used and fired below the previous staple line. In a second procedure where the same event occurred, laparoscopic scissors were used to cut the tissue between the 6 rows of staples. No details could be provided how third procedure was completed. The customer stated that even though the ats45nk is gray in color vs. White, it is still hard to distinguish in the low light of an or room. No patient consequences reported for any of these events.

Event description:
It was reported that it was mentioned a product safety issue on certain endocutters and staplers the differentiation between ones that cut and ones that only staple is small and extremely difficult to differentiate between in the middle of a surgery. The font is small and packaging is identical leading to accidentally selecting the wrong tool. If a case becomes urgent and a nurse has to run to a supply room unexpectedly and return with the right tool under extreme time pressure (patient lying open on the table) this leads to mistakes. If you are expecting to staple an artery and you actually sever it the outcome can be catastrophic.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: photos received. The powerpoint shows the comparative of two labeling package photos. The first picture is of an ats with knife and the second picture is of an ats with no knife. Based on the picture provided the event describe will be considered as a recommendation to improve product labeling.